Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.

Event description:
The customer reported that while transporting the patient the ventilator alarmed and went vent inop due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use, there was no patient harm reported. The facility biomedical engineer reported replacing the data acquisition pcb to motor controller pcb cable and the reported problem was resolved and the unit placed back into service.